Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was not duplicated. Power was repeatedly turned on/off. The device was kept running for long hours and checked the connection/disconnection of the scope; however, the root cause was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported when the otv-s190 and the ltf-s190-10 were being used in combination during a therapeutic laparoscopic cholecystectomy, blackout of image occurred. The image was restored on its own. The intended procedure was completed successfully using the same devices. The subject device was reportedly inspected prior to the procedure and no anomalies were observed. There was no patient or user injury reported due to the event. This report is being submitted for the issue with the otv-s190, with patient identifier (B)(6). The issue with the ltf-s190-10 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image blackout) was not confirmed or duplicated. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.